Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was unable to obtain an ECG signal and failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.